Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported, a 23 mm sapien 3 ultra transcatheter heart valve was implanted in the aortic position via transfemoral approach. During the procedure, there was difficulty advancing the sapien valve through the esheath+ introducer, although alignment and positioning at the native valve were achieved successfully. During valve deployment, at approximately 80% balloon inflation, the balloon ruptured. This failure was likely related to the calcified sino-tubular junction, which measured 22.5 mm. Additionally, upon removal of the valve system, it was observed that a piece of the esheath+ 14 fr insert was missing. The physicians hope that this fragment is not retained inside the patient; however, this has not been confirmed. It is considered likely that the fragment remains in the patient, as it was not visualized during device withdrawal. The valve was stable without post-dilatation and patient was stable post-procedure. As per evaluation of the provided imagery, esheath was observed to have liner expanded and distal tip torn. The torn material from the tip is not attached to the rest of the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference the other report submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Imagery of the devices was provided and it was observed that the esheath liner was expanded, the distal tip was open but torn. The torn distal tip was separated and missing. The device was returned for evaluation. Upon visual inspection, it was observed that the esheath liner was expanded as designed, with the distal tip opened but torn and separated. The separated tip was not returned. It was noted that the hdpe material was stretched at the distal tip tear location. Due to the nature of the complaint (sheath distal tip torn), no applicable functional testing, and no applicable dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for the difficulty advancing the ds through the esheath was confirmed, and a separation of components and a torn distal tip were identified, based on evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during the trimming step. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.